Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported limb occlusion could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several requests were made; however, no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two (2) months post initial procedure, the patient presented with a limb occlusion. However, the exact date of event is unknown. The physician elected to treat the patient by implanting an additional iliac limb and one (1) extender ovation ix devices on (B)(6) 2019. As of date, there have been no additional patient sequelae reported.